Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot# v265979, implanted: (B)(6) 2010, product type lead; product ID 3389s-40, lot# v265979, implanted: (B)(6) 2010, product type lead; product ID 3389s-40, lot# v185948, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that the patient's health care provider was unable to establish telemetry with the patient's device. Two patient programmers and a physician programmer were unsuccessful in establishing telemetry. It was stated the patient's symptoms started to worsen approximately one week before report. It was stated the patient had their device checked approximately one month prior, and the battery reading was 3.66 volts. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).